Event description:
(B)(4). Event occurred in (B)(6). The patient reported that when she woke up, her blood glucose level was 340 mg/dl and she noticed that the infusion set's tubing had detached from the site location. She had applied the infusion set on her leg and carried her pump with a belt clip. The tubing direction was upside. She had experienced the same problem about two months before this report as well. No further information available.